Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm was returned for investigation. Visual inspection of the as returned product identified blood and bone on the exterior and a fracture at the collar. Also a removal tool stuck due to the removal process. The reported device was location is 16 and was used for approximately 7 years 9 months. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Keywords: fracture: implant. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number unknown. Email address unknown / not provided. Premarket identification k013227.

Event description:
Doctor reported fracture of implant head with edema and inflammation at tooth site 16.